Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the plug present in the connection of the tiger tail catheter was missing.

Manufacturer narrative:
The reported issue was unconfirmed. Based on the evaluation, observed no abnormalities on returned tiger tail. The returned tiger tail was compared with the visual standard and observed no other component was missing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications 1. Method for use (1) do not reuse (2) do not resterilize 2. Applicable patients - do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre-born baby from x-ray."

Event description:
It was reported that the plug present in the connection of the tiger tail catheter was missing.